Manufacturer narrative:
Date of event: date is estimated. Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. Product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial went from a tuesday to a friday, they think in the middle of february. It was reported that they got a kink in the lead and lost communication with the device on day two. It was noted that on the first day they could increase stim and feel it, but on day two they could increase all the way to 9.9 volts, and they felt nothing. The patient was asked to confirm the green light was on, and it was. It was stated that they didn't have bowel incontinence during the trial, but as soon as they took it out, they knew they didn't have it anymore. No further patient complications are anticipated or expected as a result of this event.